Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. Pre-dilatation was performed with a 2.0 balloon, then the 2.5x28mm xience sierra stent delivery system (sds) was advance to the target lesion and stent was implanted. After post dilatation was performed with a 2.5mm nc balloon, a proximal edge dissection was noted; therefore, a 2.5x12mm xience sierra stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.